Manufacturer narrative:
Health effect: impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Capsular contracture, baker grade iii and lymphadenopathy. Photo analysis: visual analysis of the photographs identified: anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe, since it is a medical event. And is not related to the device; depression: unable to observe, since it is a medical event. And is not related to the device; capsular contracture: unable to observe, since it is a medical event. And is not related to the device; rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side rupture. Capsular contracture, baker grade iii and lymphadenopathy. Device has been explanted and discarded.